Event description:
Pt has type 1 diabetes mellitus and is receiving insulin through a medtronic minimed paradigm 511 insulin pump. They received a low reservoir warning. They cleared the warning per the manufacturer's instructions. They then received a check settings warning. All their pump settings had been erased. It is abnormal that after changing a reservoir that pump settings are erased. Pt re-entered all pump settings. Pt then received a no power alarm and all settings were erased for a second time. There was no "no low battery" alarm as indicated by the manufacturer [medtronic minimed] prior to the no power alarm. Most importantly, there was no alarm that all settings had been erased a second time pt checked pump setting as instructed by health care team and that is when they realized that they had been erased. Pt re-entered all pump settings a second time. They then received an e21 alarm which indicates that they had to contact the manufacturer. Pt did so and they are sending a new insulin pump. Pt returned 1st paradigm 511 insulin pump to the manufacturer last year in november 2002 because of pump malfunctions. This pump had only 6 months of use. The new pump will now be pt's 3rd from the co in 2 years and 4 months since they started on the device in may 2002.